Event description:
It is reported that the patient's insulin pump experienced a motor error alarm. The patient's blood glucose level was unknown. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a faulty connector on the interface board. The basic occlusion, occlusion, prime, excessive no delivery and displacement tests could not be performed due to the constant motor error alarm. The motor was tested outside of the device and passed the motor test. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, and a cracked reservoir tube lip.